Manufacturer narrative:
The reported condition of failure code 500 was confirmed. The root cause of the failure was determined to be lock ley depressed.

Event description:
During service testing, the baxter repair tech reported a failure code 500. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.